Manufacturer narrative:
Investigation: sample/photo evaluation: eight packaged syringe samples were received by bd (B)(4) and evaluated. They were confirmed to be from batch #7156988 (p/n 309575). Single samples were from cavities 3, 6, 7, 8, while there were two samples for each cavity 1 and 4. The packages were different widths. Some of the packages were slightly wider than normal, while others narrower. One of the packages from cavity 1 was only 2/3 of the normal width. All of the packages exhibited open seal on one of the long sides. The cut sliced past the seal. 7 of the packages showed signs of a pulled web. The web appears to have been sealed in the correct spot and then pulled before the packages were cut, also creating an open seal condition at the peel tab side of the package. The bottom web at this location for all packages appears grossly unevenly cut, whereas that is not the case with the top web. Not enough web was present on the short 2/3-cut package to fully evaluate it. However, the peel tab portion of the web is sealed. DHR review: manufacturing dates: 6/20/2017 6/22/2017. Insufficient seal width 6/21/17 on pallet 13-1. Cavity 3, 16. Partial line clearance performed. Product requalified. End point found on 12-7. Conclusion: it is not clear what caused the index faults. There appear to be at least two failures occurring in the samples received: improper indexing with packages cut short, and open seal condition on the peel tab side, likely due to too much tension in the top web. The open seal condition due to too much pressure in the cylinder is a known condition, not just on line #44. Potential root cause scenarios: index drive fault. This machine has a servo motor that moves the web chain and is separate from the forming and seal stations. It is possible to have a fault where the web is not in the correct position during index. If the position is not correct, packages can be cut on the inside of the blister pack as seen in the samples. On (B)(6) there is a recorded instance of an index drive fault. The machine would stop during the fault and alert the operator. Operator is required to clear the line of product and jog the index to the correct position before restarting the machine. Seal bead was found to be damaged and replaced during the manufacture of this batch. If the line was not properly cleared after an index drive fault, product can damage the seal bead. Top web dancer: a likely (and previously investigated) reason for open seal at the peel tab that exhibits the pulled web signs is too much tension in the top web. Specifically, if there is too much air pressure in the top web dancer cylinder, the dancer arm will not travel the required distance creating insufficient slack. This will increase the tension in the top web. The tension in the top web would cause resistance during indexing when the bottom web is pulled forward, thus creating an open seal condition at the peel tab edges and misaligning the cuts. According to multiple technicians, when the cylinders function declines, the pressure is then manually increased by techs or operators to compensate for the loss of function until it is no longer possible to do so, at which point the cylinder is replaced. If the pressure is not brought back into the normal operating range, the increased tension in the top web will occur. Insufficient defect containment. When root causes occurred, the defective product was not sufficiently contained. It is likely requalification activities were not performed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the package on a 3ml bd luer-lok" syringe with 21 g x 1 in. Bd precisionglide" needle was defective before use. No injury or medical intervention.